Manufacturer narrative:
Fujifilm conducted a re-sampling test on the subject scope, which showed no positive growth (0 cfu). The scope was returned to and inspected by fujifilm. The inspection results observed no issues found with the scope. If any additional relevant information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Fujifilm conducted a re-sampling test on the subject scope and the result has not been available yet. The scope was requested for return to fujifilm for inspection. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for pseudomonas aeruginosa (1 cfu). As part of a post-market surveillance activity, the subject unit was sampled and cultured for demonstrating proficiency of training on endoscope sampling and aseptic technique, prior to initiating the study protocol. Per study protocol, the endoscope was immediately quarantined after initial sampling, no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.